Manufacturer narrative:
Method: two unused sample devices of the same model and lot number (0201417699) were received in connection with the 2 reported incidents. Clarification has been requested regarding the samples; at this time the clarification is pending. A review of the device history record (DHR) was conducted for the reported lot number. Results: at this time the investigation is still in progress. Once the device sample clarification is received and the testing performed, results will be provided upon completion. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Per the DHR the lot met the process specifications, including the quality control acceptance criteria prior to release. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 240ml. Flow rate: 10ml/hr. Procedure: antibiotic infusion. Cathplace: unk. Two incidents were reported indicating the infusions ended sooner than expected, reported as, "infusion too quick". No patient injury nor medical intervention were required. Additional information was requested, however is not available at this time. (B)(4). Incident 2 of 2: the infusion ended 7 hours before the infusion was expected to end.